Event description:
It has been reported to philips that the flexvision monitor blacked out. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue got happened during coronary diagnosis. Procedure was completed as planned, and the customer was able to continue the procedure with sub monitor which installed in the examination room. A philips remote service engineer (rse) analyzed the system and confirmed that flexvision blacked out. The issue was resolved itself after a few minutes, the system was returned to use in good working order.